Event description:
Hamilton medical ag received, the following event description from the partner: the yellow alarm light no longer comes on, due to deterioration.

Manufacturer narrative:
Alarm lamp board replaced. Comprehensive inspection was carried out after replacement.